Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a button error alarm from the insulin pump. The customer stated that they tried to give themselves a bolus and received button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
Findings: pump was received with up arrow, down arrow and act buttons unresponsive due to corroded keypad traces. No button error alarm noted. Pump had cracked case at display window corners, reservoir tube, broken partial of reservoir tube lip, cracked belt clip slot, minor scratched and cracked display window.